Event description:
It was reported that the user dropped the iLet device onto a kitchen counter, resulting in a broken touchscreen that rendered the screen unusable; the user¿s blood glucose was 289 after lunch, they confirmed an insulin announcement and delivery prior to the damage, and they transitioned to subcutaneous insulin via pen while awaiting a replacement. Symptoms included hyperglycemia. Outcomes included medication intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.